Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 4504m, lead, implanted: (B)(6)1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning, loss of capture, under-sensing and a mode switch. It was further reported that the rv lead exhibited noise, a lead integrity problem, short circuit paces and low impedance. Reprogramming occurred. The lead remains in use. No patient complications have been reported as a result of this event.